Event description:
A discordant, falsely low enzymatic creatinine_2 (ecre_2) result was obtained on a patient sample on an atellica chemistry 930 analyzer. The discordant result was reported to the physician. The sample was repeated on an alternate instrument. The repeat result was higher than the discordant result. The repeat result was reported, as the correct result, to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant ecre_2 result.

Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens customer care center (ccc). Quality controls (qc) recovered in range at the time of the event.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2022-00167 on 31-may-2022. Additional information (30-jun-2022): siemens requested instrument data related to the affected patient sample, however, no data could be found for the affected patient sample. The following errors were obtained on the day of the event: sample clog detected, sample not aspirated, reagent abnormal aspiration, and reagent well unusable due to multiple aspiration errors. However, quality controls (qc) recovered in range and no issues were noted with other patient samples, indicating that the instrument and reagents were performing acceptably. Contributing factors such as sample integrity issues and preanalytical variables cannot be ruled out as potential causes of the event. The cause of the event is unknown. The investigation findings and investigation conclusions codes in section h6 were updated to reflect this information. The system is performing according to specifications. No further evaluation of this device is required.